Manufacturer narrative:
Correction: the aware date for the supplemental MDR filed is 2018-01-03. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer failed a bench test and the operating system failed to start. There was no hdd activity or display. Analysis found that the reported event was related to a computer issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias computer was not turning on. The computer was replaced and the back-up files were reloaded. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. However, results of the analysis were not yet available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) will not boot up all the way as it is stuck in ¿system booting, please wait¿. This issue was noted outside of a procedure, and there was no patient involvement.